Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: an analysis of the history files could not be performed, because a communication between pump and service program hibased could not be established. A technical safety check (tsc) and a functional test were performed. Due the technical safety check and a delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). A simulation of the customers complained infusion therapy was arranged. No malfunction or other problems could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany or to the bbm laboratory of brazil. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil): "over infusion/operating unit"